Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name: center hospital of the national center for global health and medicine the actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported when the angio-seal poly-foil pouch was opened; the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. The bypass tube was left in the pouch. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site and the vessel diameter are unknown. There was no health damage for patient. There were no other devices or equipment used with the reported product.